Event description:
It was reported that the customer experienced intermittent low blood glucose (bg) levels from (B)(6) 2023 through (B)(6) 2023. The customer's bg value displayed as 'low' on the continuous glucose monitor (cgm). The cause of low bgs was unknown. The customer mentioned they disconnected from their pump until they were able to speak to their health care provider, and then declined assistance from tandem technical support regarding the issue. No additional patient or event information was available.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.